Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the device was removed two weeks ago, because the patient¿s healthcare professional said it was not doing the job correctly. It was noted that therapy had been turned off since (B)(6) 2016. It was also noted that another device would be implanted in 8 months. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.